Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer's blood glucose was 180 mg/dl at the time of the incident. Customer stated that the keypad sticks and won't respond. Customer stated that the up arrow button is unresponsive. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive up arrow button due to corroded keypad trace. The insulin pump has minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked reservoir tube.